Event description:
Many unexplained illnesses and issues after receiving breast implants. Currently being treated for chronic pain in neck and shoulders along with other muscular issues. Have had several issues including chronic uti and bladder infections, chronic migraines, joint pain and severe breast pain on both sides. Multiple doctor visits and issues. Got to the point where my doctor now has standing orders for antibiotics for yeast infections, chronic bladder infections and chronic uti's. Suffering from loss of memory and other memory issues. Unable to sleep and now causing issues with employment. Developed painful masses in right breast which prevent from wearing a supportive bra causing additional discomfort and embarrassment when out in public or work. Inability to do many different social activities due to this issue and inability to wear correct bra or feminine clothing.